Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and found a broken weld seam at the joint front pivot. He replaced the spring arm with a new one and returned the device to service. Additionally the device was directly involved with the reported incident but was not being used for treatment or diagnosis of the patient when the event occurred. This malfunction was previously addressed in the u.s. Through the device correction. Further to this field service note, maquet fsts have been checking the welding with each maintenance.

Event description:
The customer reported that, after the procedure, when they moved the cupola away from the operating field, the cupola was hanging on his wires. No patient injury is reported. (B)(4).

Event description:
(B)(4).